Event description:
Vascular intervention case to treat isr. The physician used the elca catheter for a total of four lasing passing. Upon fluoroscopic review after the third pass the physician did not see any defects. After completing the fourth pass, it was noted on fluoroscopy that some distal emboli had appeared. It is unknown how the patient was treated for the emboli but the physician discharged the patient per the operative plan. Further conversation with this physician determined that the physician was unsure as to whether or not the elca catheter caused or contributed to the event.

Manufacturer narrative:
Follow up #1 to provide patient's weight, dob and age.

Manufacturer narrative:
(B)(4).